Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4)

Event description:
It was reported that stent damage occurred. A 28 x 2.50 rebel stent was selected for use to treat the lesion. However, upon insertion, the stent was noted to be damaged. No patient complications were reported.